Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kink and fracture observed near the mid-joint. Further evaluation revealed additional pusher assembly bend and kinks, and the embolization coil was detached from the pusher assembly. The bends and kinks were likely incidental to the reported complaint. The detached embolization coil was likely a result of the pusher assembly fracture. Evaluation of the second returned ruby coil lp revealed that the device was returned without its introducer sheath; therefore, the reported inability to advance the coil within its introducer sheath could not be confirmed. Further evaluation revealed offset coil winds along the length of the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. Based on the reported complaint, the root cause of resistance could not be determined. During functional testing. The ruby col lp was re-sheathed with a demonstration introducer sheath without an issue. Subsequently, while attempting to advance the ruby coil lp within the introducer sheath, resistance was experienced due to the offset coil winds, and the coil could not be advanced out of the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-01675 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01675.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp advanced slightly in the introducer sheath but would then stop advancing. Subsequently, the ruby coil lp was removed. The physician attempted to advance a second ruby coil lp through the introducer sheath, and the same issue occurred. Therefore, the ruby coil lp was also removed. The procedure was completed using new ruby coil lps. There was no report of an adverse effect to the patient.